Event description:
The reporter stated that she did four back to back blood glucose tests, all within 3 to 5 minutes of each other. She used the same finger stick on the first set, with results of 199 and 125 mg/dl. On the second set, using separate finger sticks, her results were 205 and 202 mg/dl. She did not have any symptoms. The reporter did not have time to do control solution testing, and said she would do so on followup.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8